Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a distributor via sems that midway through an angel injection, an alarm was going off on the angel machine displaying pump failure. The surgeon is a long time user of our angel machine and knows it very well. The sales rep, received a phone call maybe two minutes later mentioning that they attempted with a second cassette using the second centrifuge they had. The kit failed as well blood was coming out of the closed system and into the centrifuge's surrounding areas. The prp injection was not completed.

Manufacturer narrative:
The complaint is not confirmed. Five packaged abs-10063 batch 2020100244 were received. Since only unopened devices were received, the complaint devices involved in the reported event have not been returned. Without the complaint devices, an evaluation of the reported event cannot be performed and the complaint cannot be confirmed. A likely cause for the reported event can be attributed to improper assembly of the disposable device onto the angel centrifuge. If the manifold is placed on the centrifuge before the disk, the tubing might experience excessive pulling and the connections might come undone, causing a potential leak. Another possibility is a manufacturing defect with the tubing connectors. The received packaged devices will be sent for evaluation to the r&d laboratory, and if there are any relevant findings, this complaint investigation will be updated.